Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion breaching the superior vena cava cable lumen at 11.4 ¿ 11.6 cm from the connector pin the cause of the external insulation abrasion was consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.